Manufacturer narrative:
According to the facility on (B)(6)2024 the yankauer broke off inside the patient during a total knee procedure. Per the facility the item needed to be removed from inside the patient and an x-ray was performed to ensure nothing else was retained. Per the facility the item was "cut during the case and not noticed because the suction was pulled from the case". No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6)2024 the yankauer broke off inside the patient during a total knee procedure.